Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 and on (B)(6) 2003 a tvt was implanted. It was reported that following insertion the patient experienced urinary problems, and dyspareunia. No additional information was provided. A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and implanted; (B)(6) 2003 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2009 due to recurrent rectocele with concurrent posterior colporrhaphy. It was also reported that mesh was implanted on (B)(6) 2003 due to stress urinary incontinence and severe bladder neck mobility with concurrent cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth.